Manufacturer narrative:
(B)(4). The patient recovered from the peritonitis (previously recovering). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain coincident with peritoneal dialysis (pd) therapy. The patient had been hospitalized for an unrelated event. The cause of peritonitis was unknown. The patient was treated with vancomycin (2 gram, every three to four days) ip, for peritonitis. The patient was recovering from the peritonitis event. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). It was reported that approximately three months after the onset of peritonitis, the patient was again hospitalized for peritonitis. The peritonitis was manifested by nausea and vomiting. The peritonitis had been ongoing since the event three months ago. The patient had been receiving treatment with vancomycin continuously since the original onset. The cause of this peritonitis is unknown; however, is considered an ongoing event as the patient has been on vancomycin continuously, was positive for the same organism, and has not recovered since the original onset of peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: on an unknown date, the patient experienced peritonitis. A review of all batch record documents was performed for potentially associated lot number(s) h13j21506 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the patient was eventually discharged from the hospital on an unreported date. Should additional relevant information become available, a follow-up report will be submitted.